Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of a saline device.

Event description:
Healthcare professional reported "possible rupture of a saline device". This record is for the right side. The device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "possible rupture". This record is for the right side. The device has been explanted.